Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states insulin pump had cracked reservoir and reservoir cannot be securely locked to pump. Customer¿s blood glucose was 496mg/dl at time of incident which was treated as per backup plan. Customer advised to discontinue use of pump and revert to backup plan as per hcp¿s instructions. Insulin pump will be return for analysis.